Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They felt that the jaws might be a little lose, the harvester finished the case with the device with no complications or harm to the patient.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Slight blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The blue toggle switch was manipulated to open and close the jaws. The jaws were observed to be intact, no visual defects were observed. No excess movement of the jaws were observed. Based on the return condition of the device, and the results of the investigation, the reported failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They felt that the jaws might be a little lose, the harvester finished the case with the device with no complications or harm to the patient.